Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate; however, upon arrival, the iabp unit was currently being used. The fse made a call to getinge clinical support who guided the end user over the phone. It was noted that the end user was not able to draw blood from the "t" connector indicating the inner lumen of the intra-aortic balloon (iab) was blocked. The end user verified that they would continue using the iabp unit as it was not an issue with the iabp. Subsequently, the fse returned to the customer's site to perform preventative maintenance (pm). The fse replaced the 9v batteries and the 12v batteries then completed full calibration, functional, and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was missing pressure graph information after running for some time. No patient harm.